Event description:
The customer reported that the insulin pump alarmed motor error during bolus and prime. Troubleshooting was done. Customer's blood glucose was 443 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motor error alarms or weird motor sounds noted during testing. Insulin pump passed displacement test, rewind test and basic occlusion test. Insulin pump failed motor test due to high current draw. Insulin pump was unable to prime during prime test due to moisture damage on force sensor. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.